Event description:
Surgical mesh used for urinary incontinence and pop surgery has come through the wall of my vagina. I have pain when I urinate. Incontinence has returned, although can be managed with medication. Dates of use: (B)(6)2008 - (B)(6)2010. Diagnosis or reason for use: prolapse of bladder, vagina, and rectum.